Event description:
It was reported there was traumatic damage. The device was returned for calibration and repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that the display lens was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the heart block was contaminated, the lead flex cover was contaminated, one case screw was missing, the heart wire contacts were contaminated, the battery contacts were compressed, two side bails were missing, the ring bail was missing, the battery drawer was missing, the keyboard pad was contaminated and the battery drawer o-ring was missing. (B)(4).